Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(chr, DHR and shr). "Omit: a08 - calibration problem (2890),b17 - device not returned, c20 - no findings available." Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22jun2016. The review was performed from the date of manufacture to the present date 09jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device fails co2 sensor calibration. There was no patient involvement.

Event description:
It was reported that the device fails co2 sensor calibration. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a25. Annex c: c19. Annex d: d14. Annex g: g07001.

Manufacturer narrative:
UDI related data quality updates only. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the device fails co2 sensor calibration. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device fails co2 sensor calibration. There was no patient involvement.